Event description:
It was reported that the user injected slow-acting subcutaneous insulin via pen while connected to the ilet and then planned to pause and disconnect from the pump for at least two hours, which represented an improper procedure and was discussed as a treatment approach with education provided. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included serious injury requiring unexpected medical intervention in the form of subcutaneous insulin pen. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent while administering external insulin while connected to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.